Event description:
The customer reported that the device is switching itself off/on randomly after about 20 min of monitoring. There was no negative pt impact reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.